Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). On (B)(6) 2015, an fse conducted on-site follow-up with the customer. The fse replaced the diluent pump and cleaned and lubricated the shafts and rails. The fse reset the z-axis cables, primed and checked the sample nozzle z-axis alignments. This returned the instrument to normal. There was no further action required by fse. The most probable cause of the reported event was due to a defective diluent pump.

Event description:
On (B)(6) 2015, a customer reported error 4019, specimen z-axis home not found with their aia-360 analyzer. The customer is unable to run follicular stimulating hormone (fsh) and luteinizing hormone (lh) patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting fsh, lhii and pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.